Event description:
It was reported that a cgm error 42 occurred, and the caller required assistance to reset the pump. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process, which resolved the issue, allowing the customer to successfully start their sensor session.